Manufacturer narrative:
Concomitant medical products: 680r28 heart ring, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient believed based on a conversation with the physician that the leads were deteriorating. Follow up with the patient's clinic indicated that the patient right ventricular (rv) lead exhibited a decrease in sensing and the physician suspected an insulation issue. The lead was reprogrammed and remains in use. The patient was experiencing dyspnea. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.